Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient underwent a coronary artery bypass grafting (CABG) procedure. During a post-operative check, the right atrial lead was discovered to be dislodged. The dislodgement was confirmed via fluoroscopy on (B)(6) 2019, when the lead was removed and replaced. The patient was stable post-procedure.